Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician asked for a new lead after deploying screw multiple times. This lead was never in service. No adverse patient effects were reported.